Event description:
It was reported that this patient's right knee was revised. Poly was swapped to truliant psc tibial insert sz. 5 x 15mm psc. Patient was last known to be in stable condition following the event. No x-rays or photos provided, unable to obtain. No product return, reason not provided.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. Serial number, expiration and manufactured dates unknown. Implant date is unknown. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.